Event description:
During incoming inspection of the device by a tech, complainant alleged that the device failed to power up. The complainant indicated that there was no pt involvement in the reported malfunction.